Manufacturer narrative:
(B)(4). Improper or incorrect procedure or method (cds curved more than 90 degrees). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history, and the analysis of the returned product were reviewed. The device was returned consistent with the reported use of the device and post-procedure handling. The reported difficulty opening the clip was confirmed. Since the clip was unable to be opened during testing, the reported difficulty closing the clip could not be tested. The reported failure to adhere or bond could not be replicated in the testing environment, as it was based on operational circumstances. Potential causes for difficult/unable to open/close the clip can include, but are not limited to, patient conditions (such as anatomical morphology/pathology), user technique/procedural conditions (unintended curves on the device during advancement) or manufacturing anomalies. With respect to the patient condition, procedural conditions and/or user technique, the inability/difficulty in opening/closing the clip may be influenced by patient anatomical morphology and patient disease state (such as tortuosity of the vessel, resulting in increased tension on the device), unintended curves on the device during advancement or excessive curves applied to the device by the user. It should be noted that the mitraclip instructions for use (IFU) cautions: do not deflect the sleeve tip more than 90 degrees as device damage may occur. In this case, it is possible that a combination of the patient anatomy along with the extreme curves on the device, caused increased tension on the device during the procedure, such that the actuator coupler, threaded stud and the actuator mandrel became bent and therefore resulted in the clip actuation issues. Based on the information reviewed and the evaluation of the returned device, the reported difficult to open/close and observed inability to open, the bent threaded stud, actuator coupler, actuator mandrel, and scratched coupler appears to be related to patient/procedural condition and user technique. Based on the information reviewed, the reported difficulty grasping the leaflet appears to be related to patient conditions and not a product quality deficiency. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Additionally, a review of the complaint history of the reported lot did not indicate a similar issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
This is submitted to report the first clip delivery system (cds0201/40619u2/(B)(4))for difficulty opening and closing the clip which has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The patient had a previous cardiac surgery, and a rotated heart. The clip delivery system (cds0201 40619u2/(B)(4))) was advanced to the mitral valve without issue. While in the left atrium (la), the clip arms were aligned and opened to 180 degrees. The clip was then advanced into the left ventricle (lv) for grasping; however, grasping the leaflets was difficult due to the rotated heart. After several grasping attempts, it was noted that the clip would no longer fully open or fully close, but only opened to 90 degrees. Troubleshooting maneuvers were performed, but unsuccessful. It was decided to replace the device. It was noted that the cds was curved more than 90 degrees during the procedure, and the guide had an extreme curve with + knob, as the unique anatomy required it. The clip arms were able to be closed and the cds was removed. A second cds was then prepared and advanced to the mitral valve without issue. Several attempts were again made to grasp, but this was not possible due to the rotated heart. There was no issue with the second cds. The procedure was stopped and no clips were implanted. The mr remained at 4+ and no additional treatment is planned for this patient. The patient was clinically stable post procedure and there was no clinically significant delay in the procedure. No additional information was provided.